Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, multiple episodes of noise reversion causing auto mode switch since (B)(6) 2014 were noted on the atrial lead. Noise could be reproduced in clinic with pocket manipulation and patient movement. On (B)(6) 2014 pocket revision was performed and the lead tested fine; it was attached to the new device. Post procedure, the atrial lead exhibited high impedance, loss of capture and sensing. The device was programmed to vvir mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.